Event description:
Information received from the field notes that at a routine follow-up exam, interrogation of the device found the sensor off when at the previous visit it was programmed to passive. This incident had also occurred at a previous follow-up visit. The patient is not pacemaker dependant and did not experience any clinical impact.